Event description:
In this event it is reported that a r-pilot, 6x, sterile file broke during use. The tooth involved with this breakage was extracted.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
Summary: involved product that broke during use is not available and cannot be analyzed by our laboratory. Nothing unusual to report was found during dhrs review (batches #1735185 and #1736499). The unused r-pilot files 25mm returned were evaluated and were found in compliance with specifications. According to our prescriptions, we can consider that the production vdw batch #379561 is conforming (representative sampling). No fault was found, production meets specifications.